Event description:
Related manufacturer reference number: 2017865-2023-18034. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker and atrial lead exhibited inappropriate mode switch due to noise oversensing. Programming changes were made and the patient was in stable condition.